Event description:
It was reported that the patient believed their implantable pulse generator (ipg) was failing. The right ventricular (rv) lead exhibited chronically low r-waves. The ipg was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.